Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing a ticking or thumping sensation from right ventricular (rv) lead pacing. Chest wall stimulation was suspected and may have been simply due to original implant site selection. The lead was repositioned but the symptoms remained so it was thought that the patient was symptomatic to pacing in general. The lead remains in use. No further patient complications have been reported as a result of this event.